Event description:
Baxter affiliate reported one incident of a blood leak at the arterial header of a psn 210 dialyzer. Incident occurred during pt treatment. No pt injury or medical intervention was associated with this incident per baxter affiliate.